Event description:
It was reported that the device had air in line error message. There was no patient involvement.

Manufacturer narrative:
Correction : describe event or problem, reporting office contact, manufacturer narrative- chr, DHR. Additional information : medical device model #, device manufacture date, imdrf annex a,b,c,d and g grid. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 30nov2018. The review was performed from the date of manufacture to the present date 18may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Device manufacture date:unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation a review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 30 nov 2018. The review was performed from the date of manufacture to the present date 01 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had air an line error message. There was no reported patient involvement.